Event description:
In 2009, the pt reported experiencing elevated blood glucose and e4 (occlusion) errors for the past 4 days. His most recent blood glucose value was 285 mg/dl. His normal blood glucose range is 120-130 mg/dl. He stated that he typically changes the infusion site every 3-4 days. He was advised to change the infusion site every 3 days. He stated that the past 2 infusion site have occluded after 2 days of use. He stated that the adapter has been in use for over 1 year. He was advised to change the adapter with every 10th insulin cartridge change. At the time of the report, the pt disconnected from the infusion site and was able to bolus without error. He was advised to change the infusion site. He bolused 3 units of insulin and an e4 was displayed. He then bolused 3 units again without error. He was sent replacement adapters. Upon follow up at about 11 days later, the pt stated that he had no further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.